Event description:
A malfunction was reported by the customer, indicating a malfunction alarm with code malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and the level was within the normal range. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the issue. Customer was instructed to continue using the pump and to contact support again if the malfunction code appeared.